Event description:
The patient required a portable monitor for transport to a CT scan. The emergency department technician noticed that the battery in the heartstart mrx defibrillator monitor was low and the technician attempted to replace the battery. The unit died but the ac cord was connected. There was no power out of the ac power pack (ac power module assembly). The green led for ac was not lit up. The technician tried a different ac power cord with no change. Another portable monitor was obtained for patient transport. The non-working monitor was removed from service and sent to the facility's biomedical engineering department. Follow up: the ac charger (ac power module assembly) on this unit failed and will be replaced.